Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen with a concentration of ¿1000 to 2000¿ mcg/ml at a dose of 306.9 mcg/day. It was reported the representative stated yesterday ((B)(6) 2017), there was a pump replacement due to normal battery depletion, and everything went fine/no issues. The catheter access port (cap) was aspirated of 1-2 cc to clear the existing catheter and a prime of the new pump. The catheter was done properly per the representative. The representative stated there were also no issues prior to the surgery. The representative stated the patient was kept overnight. That morning ((B)(6) 2017), the patient was complaining of not being able to move their legs/very heavy feeling, and the hcp thought it might be a post-anesthesia effect and that the patient was mainly in a wheelchair. The representative was inquiring why that might occur. The representative stated she was on her way to the hospital. The change in therapy/symptoms was considered sudden. Additional information was received on (B)(6) 2017 that reported that the patient¿s legs were still heavy and they were trying to determine the next steps, decreasing the dose and covering with oral meds and confirming reservoir volume. The company representative stated the patient has cp (cerebral palsy) and was very sensitive to any dosing changes. It was noted that the patient was currently in the hospital. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the patient¿s inability to move their legs/a very heavy feeling the day after implant was undetermined, likely post anesthesia effects. The actions and interventions taken to resolve the patient¿s symptoms was therapy was ordered in patient and home health. No further patient complications were reported or anticipated.